Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the posterior capsule was torn. The sharp edge of the plunger caused the tear. The lens was inserted without viscoelastic and had to be rotated to prevent further capsular damage by the haptic. The lens was implanted successfully and patient was considered stable. Additional information was requested.